Manufacturer narrative:
Initial and final MDR (B)(4) - MDR 3003442380-2024-30818 - device 2 of 4.

Event description:
Reference number (B)(4). Event occurred in spain. On (B)(6) 2024, it was reported that the patient faced (B)(4) infusion sets kinked cannulas within 3 hours of insertion. Site of insertion were abdomen for all the events. Patient replaced infusion sets and resumed insulin successfully. Company do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information available.